Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/07/2021.

Manufacturer narrative:
Correction b5: as a result of the event, the patient¿s transfer set was replaced. (Omitted on initial). Additional information: h3, h6. H10: the sample was received for evaluation with no cap. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. It was further described as "the dark blue piece of the transfer set was separating or twisting off from the light blue segment". This occurred after disconnection, when peritoneal dialysis therapy was completed. It was further reported that the nurse soaked gauze in disinfectant then scrubbed the dark blue piece of the transfer set gently for two minutes. No tools were used to open or close the transfer set; the set was not banged, bumped, hit or knocked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.